Event description:
The customer reported being hospitalized due to low blood glucose of 30mg/dl. The customer stated that she was unconscious prior to her admission. Troubleshooting was declined as customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to loose power connector on the interface board. Further testing could not be performed due to the blank display.